Event description:
It was reported that the pump alarmed a no disposable alarm. No patient injury was reported and no further details provided.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. Additionally, no lot number was provided; therefore, device history record review could not be completed. If the product is returned at a later date, smiths medical will reopen this complaint for further investigation. No information has been provided to date.